Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert while asleep. The customer's blood glucose (bg) level was 384 mg/dl. The customer delivered a correction bolus with the pump to address bg level. During troubleshooting with tandem technical support (cts), the contact confirmed that the customer did not receive the last bolus they believed was delivered. Cts instructed the customer on how to verify a bolus delivery was completed. Cts reminded the customer that the incomplete bolus alert occurs when a bolus has been requested but not completed. Customer acknowledged.